Event description:
The distal end of a pt2 wire broke off in a coronary artery. It was determined that due to the location of the broken piece that a retrieval was not appropriate and that no serious injury should befall the patient.